Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the alarm was determined to be that the user had left the clamp of an unused supply line open. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient stated that she had left an unused supply line clamp unopened. The technical services representative (tsr) assisted the patient in clearing the alarm and advised her to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. Additional information is requested and is not available.